Manufacturer narrative:
The tech replaced the foot end brake casters to repair the stretcher.

Event description:
Info received indicates when the brake is applied, the foot end casters continue to swivel.